Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the customer was hospitalized for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was over 600 mg/dl, customer's blood glucose was 800 mg/dl in the hospital. Customer was wearing the insulin pump during time of hospitalization. Customer's mother reported the insulin pump had short battery life, had to change the battery every week. During troubleshooting, found no delivery alarms, failed battery alarm, and battery out limit alarm. After troubleshooting, customer was advised that the battery cap will be replaced and customer was advised to monitor the insulin pump. Customer will not be returning the device for analysis.